Event description:
Caller states the patient tested >8.0 inr on the coagucek xs system and 5.84 inr on a comparison lab. Coumadin was held for 2 days based on lab result and then dosage was reduced. No adverse event reported. Requested return of suspect system and replacement was sent.